Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead experienced high threshold and possible non-capture as indicated on the current electrogram. An ra lead displacement is suspected. The ra lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pacing output was reprogrammed and the right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.